Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib testing, ECG testing, patient impedance testing, and stress testing (hot/cold soak) without duplicating the report. Device logs showed that two shocks were successfully delivered during the event, and no malfunction was evident. Clinical files were not available for further review. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.